Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Based on the clinical details provided that tissue plasminogen activator resolved the complication and data log review confirming the pattern of biomaterial build up, the root cause of the high purge pressure was determined to most likely be biomaterial build up.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, high purge pressure was noted 48 hours after the impella 5.5 was implanted. The next day, tissue plasminogen activator (tpa) was administered. And the device remained implanted for support.